Event description:
It was reported that a patient presented with discomfort and high capture thresholds noted on the lead. Further examination revealed pneumothorax and cardiac perforation noted on the lead. The perforation was confirmed with imaging and resulted in cardiac tamponade. The lead was repositioned on (B)(6) 2024. No further adverse patient consequences were reported.